Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the defibrillator was being used to deliver a shock to a patient in vtach (ventricular tachycardia), at least in part in AED mode, and the user alleged that the shock had been delivered without the buttons being pressed. Though no adverse impact was reported and the users and local service staff concluded that the misunderstanding was due to user error, philips has not been able to gather sufficient information to verify that the defibrillator performed as intended. Additional information has been requested.

Manufacturer narrative:
.

Event description:
The customer reported that the defibrillator was being used to deliver a shock to a patient in vtach (ventricular tachycardia), at least in part in AED mode, and the user alleged that the shock had been delivered without the shock button being pressed. No adverse impact was reported.